Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: h3, h4, h6, h11 the device was returned to olympus for inspection, and reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the blinking of the front panel light emitting diodes was likely due to electrical communication not being performed properly due to dust accumulation inside the scope socket. Additionally, the spare lamp fault was likely due to a faulty spare lamp indicator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had spare lamp error. There were no reports of patient harm.